Event description:
It was reported that during an atrial fibrillation (afib) case, a pericardial effusion was noticed. Anesthesia noticed that there was a drop in blood pressure on the patient after applying the first pulsed field ablation (pfa) application. The reporter stated they had done a pre-map using the octaray catheter and when they were done mapping, they removed the octaray catheter, before inserting the farawave catheter. After the patient¿s blood pressure dropped, they moved the soundstar catheter around and the pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition. The physician thought the injury may have occurred when introducing the faradrive sheath. The reporter stated the physician put the sheath over the wire and may have caused the injury when manipulating the sheath. The physician manipulated the sheath while in the right atrium (ra) before going transseptal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).